Manufacturer narrative:
The investigation of vascular damage - great vessel and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured rv failure with a "unknown (undetermined)" relationship to the impella 5.5 device used: ¿after the patient was cannulated with impella 5.5 , he was noted to have worsening rv failure with cvp aroun 28 and hypotension with no response to max dose of IV diuretics for which he was started on crrt , there was an attempt to decrease the impella support to help rv function but patient became hypotensive. Given severe rv failure and unresponsiveness to interventions supportive medicine was consulted and a family discussion was held. Patient was then transitioned to comfort care and subsequently passed away.¿ the relationship between the impella and cause of death is unknown.